Manufacturer narrative:
A direct correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 40 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during outpatient clinic visit, it was found that the patient had severe anemia with hemoglobin (hgb) at 5.7 g/dl and sub-therapeutic inr level at 1.1. The patient reported fatigue, but attributed that mainly to recovery from surgery. The subject reported some dizziness and denied melena, hematuria, tea colored urine, or epistaxis. On (B)(6) 2017, during colonoscopy, the source of bleeding was determined to be bleeding angioectasia and treated with argon plasma coagulation (apc). The patient was treated with 2 units of packed red blood cells (prbc), increased dose of protonix, and received an infusion of iron. On (B)(6) 2017, the bleeding resolved, the patient became stable and was discharged into the rehabilitation facility. No additional information was provided.